Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer, who had not previously reported cartridge alarm issues with this pump serial number, experienced alarms with consecutive cartridges. Technical support confirmed the issue and arranged to replace the pump, advising the customer to use multiple daily injections (mdi) as backup therapy. The customer was instructed to return the problematic pump using a provided return box and pre-paid label, to program their replacement pump with settings from the previous one, and to connect their continuous glucose monitor (cgm) to the new pump. The replacement pump was dispatched without needing a signature upon delivery.